Event description:
The user facility reported that a piece of coating from a guidewire was sheared off during either insertion or removal from the pt. It was discovered in the pt's lung on a post procedure x-ray. On follow-up communication, the facility reported that difficulty was encountered while advancing the wire due to the pt's physical condition (vascular disease, constricted vessels and vascular shut down). The guidewire was removed and was noted to be frayed on the tip. A second attempt with another guidewire was unsuccessful in passing the same vascular area. Since then, the pt underwent another surgical procedure where the detached piece of guidewire coating was successfully removed. The pt's condition is reported to be "fine" and pt has been discharged from the hosp.